Event description:
Customer reports the following: biomed reported failures in log, waiting for biomed to power on pump to download logs. Trying to get more info on reported error. 8/17-biomed powered on pump, confirmed pump problem alarm, no patient harm, pins were cleaned, also biomed stated pump is not staying connected to network. Preliminary review indicates that this was due to a valve 1 actuation failure. This did not stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. While performing the investigation to discover the root cause of complaint, it was discovered upon disassembly that the main pcba board had a damage component. The component was identified as a inductor located at l105 on the main pcba board. This inductor controls valve functionality, and with it being separated from the main pcba it would cause the "pump problem" alarm to trigger. A DHR review was performed and it was discovered that this pump had gone through the recall process for the set ID gasket. An assembler could have damaged the inductor during the disassembly/assembly process while trying to rework the set ID assembly. Replacing the main pcba board will rectify the issue and return this pump to functional status.